Manufacturer narrative:
(B)(4). Approximate age of device ¿ 44 days. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced acute blood loss anemia secondary to gastrointestinal (gi) bleeding. The patient's hematocrit was 24.7%, hemoglobin was 7.8 g/dl and activated partial thromboplastin (aptt) time was 34 seconds. The patient was transfused with 1 unit of packed red blood cells (prbc). On (B)(6) 2015, an extended esophagogastroduodenoscopy (egd) found a single non-bleeding angioectasia in the patient's stomach and clips were placed. The patient was transfused with 1 unit of packed red blood cells. On (B)(6) 2015, the patient experienced another episode of gi bleeding with low hemoglobin levels. The patient received at least 1 unit of blood every day from (B)(6) 2015 and received a total of 11 units of prbcs in that time period. On an unspecified date, the patient's hematocrit was 24.8%, the hemoglobin was 7.6 g/dl, and the aptt was 84 seconds. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was readmitted to the hospital for bleeding due to an ongoing sternal wound infection. While in the hospital, on (B)(6) 2015, the patient experienced another gi bleeding event. The patient was transfused with 2 units of prbc's. On (B)(6) 2015 the patient experienced another gi bleeding event. Colonoscopy found diverticulosis in the sigmoid, descending and transverse colon. A single bleeding colonic angioectasia was also found and clips were placed. On (B)(6) 2015, the patient's hemoglobin was 7.7 g/dl, the hematocrit was 24.6% and the aptt was 77 seconds. The patient was transfused with 1 unit of packed red blood cells and was discharged to home later that day.